Event description:
It was reported that during the procedure in the moderately tortuous, heavily calcified, distal right coronary artery for treatment of a 99% de novo stenosis, a 2.5x15mm rx trek dilatation catheter was advanced with resistance due to the anatomy. During pre-dilatation, the balloon ruptured at 6 atmospheres during the first inflation. The catheter was withdrawn from the anatomy and exchanged for a new rx trek dilatation catheter. Pre-dilatation was completed and a non-abbott stent was successfully implanted at the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough. Guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.